Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
(B)(6) 2016- it was reported per bard (B)(4) from a hospital that a guidewire was damaged and stuck inside the vein. (B)(6) 2016 - additional information received: the guidewire was slowly pulled out. The procedure was completed by using another guidewire. (B)(6) 2016 - additional clarification: "it was stretched from tip and in some cases stuck in vein."